Event description:
On (B)(6) 2011, pt had stryker rejuvenate modular neck and stem placed in right hip for total arthroplasty. On (B)(6) 2012, stryker issued voluntary recall of stryker rejuvenate modular neck and stem. On (B)(6) 2013, pt had the rejuvenate hardware explanted and underwent revision of total hip arthroplasty.